Manufacturer narrative:
The device powered up properly after battery installation. It was received with operating currents within specification. The device passed self test and displacement test. No replace battery now alarms noted. However, the power management tool confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v. The loaded voltage display at the power graph management tool shows abnormal behavior due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. It was received with cracked retainer, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert. Customer cannot recall blood glucose at the time of incident. Troubleshoot was performed. Customer was advised unattended alarms will drain battery. Customer started using different battery brand but the issue reoccurred. Customer states the battery cap was not loose, cracked or damaged. Customer states the type of battery in use was (B)(6) aa alkaline. The insulin pump will be returned for analysis.